Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged false negative results when using a cobas® sars-cov-2 & influenza a/b test kit for use on the cobas® liat® system. The customer reported that the initial test sample with cobas® liat® generated sars-cov-2 negative, influenza a negative and influenza b negative. A new sample was re-collected and tested with a different cobas® liat® system generated sars-cov-2 positive and influenza a negative and influenza b negative. The initial negative results were reported out but an addendum of the report was made for the 2nd test run. No apparent harm or injury occurred in relation to the event. Investigation is ongoing and results are not yet available.

Manufacturer narrative:
As no data was provided, an in-depth analysis could not be performed and a possible root cause could not be established. There was no non-conformance identified related to the customer allegation. Product meets specification. No product problem found. (B)(4).